Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt claimed she was seeing an "x" on the iol. Additional info was received from the surgeon. The pt noticed a base of light about the one to two o'clock position when looking at bright objects day and night. The surgeon reported that the lens had an intra-optic stress crack "producing a maddox rod like effect". The lens was exchanged for an unk model. Following the lens exchange, the pt now has posterior capsular opacification (pco), which the surgeon reports will resolve with treatment. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There are no other complaints reported in the lot. (B)(4).